Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh (device #2) device may have caused or contributed to the events as alleged by the patient¿s attorney. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol allomax device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: on (B)(6) 1999: the patient underwent repair of a vaginal prolapse with placement of a bard/davol flat mesh (device #1), vaginal. On (B)(6) 2000: the patient underwent an examination under anesthesia, excision of a pedunculated polypoid hemorrhoidal skin tag 3 x 3 cm, exploration of the right lower quadrant, incisional mass, hematoma, serosa with necrotic fat complex and excision of this complex repair in layers, exploration and excision of umbilical and epigastric hernias with reinforcement with implant of a bard/davol "marlex" davol flat (device #2) and placement of a jackson-pratt fluted drain to prevent seroma formation. On (B)(6) 2010: the patient was diagnosed with a right lower quadrant incisional hernia, recurrent midline incisional hernia, infected mesh graft (device #2) due to a chronic skin wound at the umbilicus and underwent a laparoscopy, laparotomy, removal of the bard/davol flat mesh (device #2), and implant of a bard/davol allomax biologic graft.